Event description:
The facility's risk management department reported an incident where as a result of a programming error; a patient recevied 20 times the ordered dose of heparin. The intended dose was 10ml/hr; the patient was receiving 200ml/hr for 1hour. The patient's hemoglobin and hemotocrit was reported to drop. The patient was given protamine sulfate and transfusion of 1 unit of blood (prbc). Ptt (partial thromboplastin time) and pt (prothrombin time) were drawn and the patient was reportedly "okay". The patient had retroperitoneal bleeding which had resolved. CT scan was performed for possible bleeding and the patient was discharged.